Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent for right atrial femoral subclavian stenosis. During the procedure, they were not able to cross lesion with the catheter, even after pre-dilatation. Catheter was not pushable anymore. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent are identified in d2 and g4. Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Based on the information available a definite root cause could not be identified. Investigation summary: the stent delivery system was returned with the safety lock in locked position, and the stent is correctly loaded. The distal tip was found invaginated, and a kink was present in the stent sheath. Both deformations were considered related to the failure to cross the lesion so that the investigation confirmed tip invagination, catheter kink, and failure to advance, although the provided information does not conclusively confirm failure to advance. No indication for a manufacturing related issue was identified. Potential product and non-product related factors which may have caused or contributed to the reported failure were considered. Therefore, previous investigations of similar complaints were reviewed. Failure to cross the lesion may be related to difficult patient condition/ challenging placement site. Accessories used, use without pta, or damage before use may be contributing factors. During evaluation, a kink was found in the stent sheath, and the tip was found invaginated which were considered being related to the reported crossing failure. In this case the vessel was not tortuous, system compatible 6fx45cm introducer with 0.035" guidewire were used for access, and the lesion was pre dilated; the guidewire was running smoothly inside the system, and damage was not identified. Based on the investigation of the provided information, the investigation is closed as confirmed for catheter kink, tip invagination, and failure to cross the lesion. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use state: if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used. Regarding pta the instruction for use state: predilation of the lesion should be performed using standard techniques. Under required materials the instruction for use state: 6f (2.0 mm) or larger introducer sheath, 0.035-inch (0.89 mm) diameter guidewire. The instruction for use further state: keep the device as straight as possible following removal from the packaging and while inserted in the patient. Do not use a kinked delivery system. Regarding damage the instruction for use state: examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.